Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that the image acquisition system (ias) and mobile viewing station (mvs) booted properly, however, the mvs screen remained black. It was noted that the system graphic card settings were broken. The vga cable was unplugged and system restarted. The monitor started normally and then the settings of the graphic card were done. There was no patient involvement.